Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2024 as the date of event is not available. E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared without any abnormalities. It was reported that air was drawn into the sheath during the insertion of catheter. Small bubbles were continuously visible in the line to the three-way stopcock. It was believed that the reported event was a result of hemostatic valve leakage. Many aspirations were attempted, but the air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis.

Event description:
During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared without any abnormalities. It was reported that air was drawn into the sheath during the insertion of catheter. Small bubbles were continuously visible in the line to the three-way stopcock. It was believed that the reported event was a result of hemostatic valve leakage. Many aspirations were attempted, but the air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was received for analysis.

Manufacturer narrative:
B3: date of event - estimated as 02dec2024 as the date of event is not available. E1: initial reporter phone: (B)(6). The faradrive sheath was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. A loss of pressure occurred during functional evaluation. Inspection under a microscope identified the external valve to be torn by the center slit on the outer face, confirming this malfunction as the primary cause of the allegation for this event. The reported clinical observations were confirmed by the analysis results.